Event description:
It was reported there was a recurrence of the previously reported event. No specific patient effect or symptom detail was given regarding the event reoccurrence. Per the manufacturing device registry, the patient did undergo a catheter revision on (B)(6) 2013. The patient had previously had a fluid collection at the spine site which required a prior surgical intervention. (Please see manufacturing report # 3004209178-2013-04283) the medication being delivered was lioresal.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter. (B)(4).